Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 49 mg/dl. Customer stated that they treated with glucose tablet, and they were experiencing sweating inability. Customer decline for troubleshooting. The customer will discontinue the use of the insulin pump.